Event description:
Reported due to balloon rupture with detached fragment. Received notice of this complaint from the mhra on 3/22/2006. No details of the complaint received. The physician attempted to place a fox plus ptca catheter during a percutaneous angioplasty of the right superficial femoral artery (sfa). The femoral artery was measured, however, the method and results were not reported. Reportedly, a fox plus ptca catheter was selected as appropriate. It was reported the catheter was successfully positioned and inflated. The balloon ruptured at approximately three (3) bar pressure. On removal, the balloon was found to be "ruptured and fragmented with an approximately four (4) cm. Long slither detached from the catheter. The slither came out of the artery with the catheter of the same size and manufacture was used to perform the procedure without incident". Reportedly, all the balloon pieces were successfully removed the patient. The procedure was successfully completed. There were no reported consequences to the patient.